Event description:
Information was received from a patient regarding an external device. Information was received from a patient regarding an external device. The reason for call was the recharger is not charging correctly. Patient stated this started this past week. The patient said that instead of the 3 battery lights being green while charging the implanted neurostimulator, the light keeps blinking up and down. Patient service specialist had the patient take the recharger off of the dock and perform hard reset. Patient confirmed that this did not resolve the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Patient was sent a new recharger and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.